Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. The returned ipg, passed all functional testing on the ate and passed bench testing ¿no¿ load, 500ohms, and 1k ohms impedance checks. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2019-03888. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention to have their scs system explanted.